Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that the patient had very narrow and torturous femoral's which may have contributed to the reported event. The final implant depth was 3 mm from the non-coronary cusp. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that the event is related to the patient condition prior to implant or implant procedure(implant depth). However, this cannot be confirmed. The reported surgical intervention was under case-specific circumstances, as permanent pacemaker was implanted for heart block. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. Prior to procedure, patient was in normal sinus rhythm and a pre-dilatation was performed using a 22mm non-abbott balloon and after that the patient went into complete heart block and required pacing support. The patient had very narrow and torturous femoral's. The access was gained on the left femoral, however the flexnav would not pass at 1st attempt. After that flexnav was withdrawn from the access site and showed the edge of the valve capsule had been damaged. There was a deformation to the edge of the valve capsule forming a lip. The 27mm navitor vision valve was loaded into a new large flexnav delivery system. The access site was expanded using a 16mm, 18mm and 20mm dilators and 20mm non-abbott sheath was inserted. The new large flexnav delivery system was passed through the sheath at the access site and valve was successfully implanted using refine technique at a depth of ~3mm. The patient remained stable throughout procedure with pacing support. After the procedure, a permanent pacemaker was implanted due to complete heart block. The patient stayed 2 extra days in the hospital. The patient was reported stable and discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.